Event description:
Customer reported multiple hospital visits over the past few weeks. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.